Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2010 and subsequently reports undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.